Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services on (B)(6) 2013 states possible start of a rv lead fracture noted threshold up 1.2 at 0.6 to 2.4v at .6 imp went from 500 to 1270 ohms. Daily measurements in mid march showing the increase in trending. Currently programmed vvl-60 afib with intermittent response. Rv pacing 5% of time. Ran unipolar and threshold 0.9v at .6 and imp was 320 ohms. Will leave in unipolar for now and will reevaluate, working with dr. Chun . Patient has no symptoms. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).